Event description:
It was reported that the patient has at least 6 extra-cochlear electrode channels. A complete electrode insertion was achieved during the implantation surgery of the concerned device.

Manufacturer narrative:
Additional information: according to the currently available informations, it appears that the active electrode array migrated partially out of cochlea. A full insertion was reported during the implantation surgery. To determine an exact root cause a device investigation at the explanted device is necessary. A further investigation will be performed as and when the patient get explanted and the device is received.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.